Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) system lead exhibited increased right ventricular (rv) lead pacing thresholds, loss of capture and high out of range pace impedance measurements greater than 2,000 ohms. Therefore, the patient underwent a revision procedure and the lead was surgically capped and replaced. During the lead replacement it was noticed that there was an angle shape to the lead due to a tortuous vessel. The lead was not tested through a pacing system analyzer (psa). The patient was not pacemaker dependent and no further complications were reported.